Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va02dme, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative via healthcare professional (hcp) reported the patient experienced a shocking sensation, and subsequently their system was explanted. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va02dme, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the manufacturer representative (rep) reported the patient reported they were experiencing shocking sensation and the device would be returned.

Manufacturer narrative:
Analysis of the lead (B)(4) found that connectors #0 and #1 were broken 5.4 cm from the distal end. The functional test found that circuit # 0 was open, circuit # 1 was open, circuit # 2 was 83.6 ohms, and circuit # 3 was 81.4 ohms. There were no shorts between the circuits. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.